Manufacturer narrative:
The purpose of the study was to evaluate the performance of 60 cases (male 50, female 10, mean age 72) at a single facility in which gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the external iliac artery. Hypertension, coronary artery disease, diabetes, dialysis, emphysema, dyslipidemia, and smoking were reported as comorbidities. Vbx device was implanted in the aorta-external iliac artery, common iliac-external iliac artery, or external iliac artery. 65 years old, female. The patient underwent an endovascular treatment to repair a stenosed external iliac artery due to urologic cancer invasion using a vbx device. Pre-dilation with a high-pressure balloon was performed but the lesion was not sufficiently dilated. The vbx device was implanted in the lesion under the condition, which resulted that the vbx device was not fully expanded partially and some narrowing of the lumen remained. After the procedure, a bare metal stent was added to expand the vbx device, but it didn¿t succeed and contributed to the stenosis. The vbx device was occluded one month after implantation. Patient and event information were requested, but author declined to provide any details. As a result, further investigation was not possible. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained from a conference presentation/study: the purpose of the study was to evaluate the performance of 60 cases (male 50, female 10, mean age 72) at a single facility in which gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the external iliac artery. The overall result of the study was captured in (B)(4). The following two case reports were also presented. Case 1. Is captured in (B)(4). 77-year-old, male. The patient underwent an endovascular treatment to repair chronic limbthreatening ischemia (clti) in the right external iliac artery using two vbx devices (7x79). The guidewire was passed through the false lumen because it was not possible to pass through the true lumen, and the vbx devices were also implanted in the false lumen. A partial lesion remained proximally located from the implantation site, but it was left as it was and the patient was monitored. Six months after the procedure, the vbx devices were patent, but the remained lesion at the proximal site had progressed, so a bare metal stent was implanted, and a vein patch plasty was performed in the common femoral artery because distal run-off remodeling was observed. However, blood flow in the superficial femoral artery was reduced and the vbx device was occluded the next day. It was considered that the stenosis/occlusion was caused by the blockage during patch plasty. For repair, the common femoral artery was reconstructed and an fpak bypass was created. The patient tolerated the procedure, and is making steady progress. Case 2. Is documented in the current case (B)(4). 65 years old, female. The patient underwent an endovascular treatment to repair a stenosed external iliac artery due to urologic cancer invasion using a vbx device. Pre-dilation with a high-pressure balloon was performed but the lesion was not sufficiently dilated. The vbx device was implanted in the lesion under the condition, which resulted that the vbx device was not fully expanded partially and some narrowing of the lumen remained. After the procedure, a bare metal stent was added to expand the vbx device, but it didn¿t succeed and contributed to the stenosis. The vbx device was occluded one month after implantation.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation.